Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Event description:
No additional information.

Event description:
It was reported that q-syte closed luer access device is leaking. The following information was provided by the initial reporter, translated from chinese to english: pushing a needle into a patient and finding that the patient's infusion connector is leaking.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Customer response on 20 mar 2024 indicates that this event is a result of improper operation by the user. There was no serious injury reported. This is not an MDR reportable event cancel MDR.

Event description:
(B)(6) 2024: the customer improperly operated, resulting in damage to the separator during the use of the product.